Event description:
This customer reported that pads were not recognized during a pt event. The involved pt died, but the customer has stated that the device was not a factor.

Manufacturer narrative:
This customer reported that pads were not recognized during a pt event. The involved pt died, but the customer has stated that the device was not a factor. A follow-up report will be submitted after philips obtains more info about this event.